Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy, when the surgeon tried to fire the first stapler, the device was closed but he can't deploy the staples and the blade. They opened a new device with the same reload to complete the case. There was no patient injury.